Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having an issue with her sensor. Customer's blood glucose was at 122 mg/dl but her sensor was reading at 50. Customer stated that she has not been able to use the sensor for more than 4 days. Customer stated that she is going to contact her health care provider about changing her treatment. Customer declined to continue troubleshooting. Customer wants the sensor replaced. Customer stated that her doctor was told by her endocrinologist to put her pump setting back and her blood glucose went to 500 mg/dl.